Manufacturer narrative:
Section a1-a4: patient information was not provided. The patient age, gender, weight and initial are unknown. Section b2: the patient's date of death was not provided and cannot be determined. Section b3: event date was estimated. Section d4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the report of heartmate ii left ventricular assist system (lvas) malfunction could not be confirmed based on the provided information. A specific cause for the reported event could not be conclusively established through this evaluation. The heartmate ii device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the instructions for use (IFU), ¿introduction¿, lists device malfunction as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient was denied a newer left ventricular device (lvad) even though the older heartmate ii was known to have several issues. The patient later passed away on the heartmate ii device after an unknown malfunction.